Event description:
Positioning/fixation difficulty was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood was observed on the proximal conductor and in/on the helix mechanism. An outer insulation breached cut was also noted.